Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed the electrical safety test during the preventative maintenance (pm) performance verification test (pvt). The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer requested the part information for a replacement power cord from the remote service engineer (rse) and it was provided. A good faith effort (gfe) response from the customer received stated that they had the part ordered and received. The power cord was replaced, and the issue was confirmed to be resolved. The customer stated that the device was back in clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.